Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device has been received by baxter for evaluation. The investigation has not been complete at this time. A supplemental report will be submitted when the investigation is completed.